Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the dressing failing to adhere is confirmed; however, the exact cause is unknown. Two photographs of a sentrinex dressing were returned for evaluation. An initial visual observation of the first photograph showed a sentrinex dressing lifting from the patient¿s skin on all sides. Five additional pieces of tape were observed securing the dressing to the patient. The sentrinex dressing appeared to be placed as directed over the needle, with the tubing extending from the bottom of the dressing. It is unknown if any site preparation was used to assist adhesion before applying the dressing. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that the patient was given a sentrinex dressing during a port access procedure. During the process of going home and returning to the infusion center, the dressing lifted. When the patient returned, the dressing was not occlusive. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.